Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Implanted date: 2008.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure to undergo a magnetic resonance imaging (MRI) due to non-device related medical condition. The patient reported that the stimulator in her cervical spine never gave her pain relief. The explanted devices were not returned to bsn as they were discarded by the medical facility.